Event description:
It was reported that the 9800 system had a low ma error message displayed. Not pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The generator interface board and the x-ray tube were replaced during the svc call. The system was tested and found to be working as intended, and put back into svc.